Event description:
It was reported that the patient implanted with this pacemaker system experienced dizziness and a heart rate that fell below the programmed lower rate limit (lrl) of 60 beats per minute (bpm). The patient believed he passed out and his heart rate was down to 50 bpm. This pacemaker remains in service. No additional adverse patient effects were reported, and the patient was referred to the clinic. This pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.